Event description:
A hospital in (B)(6) reported the little pin on the top of the screwdriver broke off. Therefore the click'x screw can not be installed proper. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Manufacturing documents were reviewed and no complaint related issues were found. The investigation showed that the centering top of the hexagonal screwdriver broke off. The hexagon exhibits signs of wear. The surface of the break is homogeneous. The exact cause that led to the overload could not be determined. The review according to the material and manufacturing documents shows the compliance of all requirements of our specifications. Placeholder.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned. Review of manufacturing records has been requested.